Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 190 days post conduit implant, the subject experienced a thrombosis of vascular access of moderate intensity. The subject was unable to be dialyzed due to a suspected thrombosis. An outpatient angiogram, thrombectomy, and venous angioplasty were performed. An arteriogram demonstrated no evidence of arterial embolus. A final angiogram at the end of the procedure demonstrated good flow. The event was considered resolved on the same day.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: adverse reactions: potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel; suture hole bleeding; graft redundancy; thrombosis, embolic events, occlusion or stenosis; ultrafiltration; seroma formation; swelling of the implanted limb; formation of hematoma or pseudoaneurysm; infection; aneurysm/dilation; blood leakage; hemorrhage; steal syndrome; and/or skin erosion.

Event description:
It was reported that approximately 190 days post conduit implant, the subject experienced a thrombosis of vascular access of moderate intensity. The subject was unable to be dialyzed due to a suspected thrombosis. An outpatient angiogram, thrombectomy, and venous angioplasty were performed. An arteriogram demonstrated no evidence of arterial embolus. A final angiogram at the end of the procedure demonstrated good flow. The event was considered resolved on the same day.